Event description:
It was reported that an altitude alarm occurred intermittently while the customer was not outside of the labeled operating altitude range. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 216-361 mg/dl.

Manufacturer narrative:
Device not returned.